Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) changed only the cassette in attempt to clear the alarm. The event occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.